Event description:
According to the reporter, during a procedure, the device was defective as it does not close when endo needle was loaded. No patient injury noted. The device is expected to be returned for evaluation.